Event description:
During surgery, robotic instrument mega suturecut needle driver was not functioning properly. Surgeon reported it was dull and not working. Instrument was removed from field and tagged. No patient injury reported from malfunction. It was sent to spd(sterile processing department) and placed in broken instrument bin. Robotic leader retrieved instrument and filled out appropriate forms. Instrument will be sent back to manufacturer.